Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, inratio: 1.3, re-test: 1.6, lab: 2.2 (1 hour between tests). Date: (B)(6) 2014, inratio: 2.6. Therapeutic range: 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.